Event description:
Hair salons and gas stations selling tinted contact lenses for cosmetic purposes ($20 per pair). With no professional or health care involvement presents a serious risk of vision and infection to the general public.